Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Two 3/8 thd mod insert item# 31-400603 lot# zb180301 were returned and evaluated. Upon visual inspection the two threaded heads and the driver were returned. One of the heads had fractured at the locking arm with the fractured piece returned. The driver tooth had fractured and was not returned. A review of the device history records identified no deviations or anomalies during manufacturing for item 31-400603. A definitive root cause cannot be determined as to why the inserters fractured, however during the investigation it was identified the root cause of the inserter not properly fastening to the cup was related to the off label use of these two devices as they are not compatible items. Per the g7 surgical technique the green and black g7 inserter is used for the final shell insertion. The inserter involved within this procedure is intended to be used with the ringloc + acetabular system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This product was previously reported under 0001825034-2021-01647-1 in error. This product will now be reported in this complaint as it is part of the same event. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Part: 31-400600, lot: unk, mih mod cup inserter, part: 31-400603, lot: zb180301, 3/8 thd mod insert, part: 31-400601, lot: unk, mih mod hndl 3/8 tip -sqre, part: 010000666, lot: 6991597, g7 pps ltd acet shell 58g, multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01961, 0001825034-2021-02709.

Event description:
It was reported that during a right hip arthroplasty the surgeon noticed that the cup inserter wasn¿t properly fastening onto the g7 pps cup. The cup inserter fractured. Attempts have been made and no further information has been provided.